Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an audible alert for high bipolar impedance out of range on the right atrial (ra) lead. The ra lead trends show increasing impedance. The ra lead was noted to have undersensing at times. The lead remains in use. It was further reported that the right ventricular (rv) lead was noted to have occasional t-wave oversensing (twos) on high rate non-sustained episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.